Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that the insulin pump was alarming low battery after the battery cap broke. Customer states they were attempting to change the battery when the battery cap cracked and fell into the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 600 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.